Event description:
Patient reports a lot of grinding and clicking. Patient states something feels loose and has a lot of pain. Knee swells.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Implanted.

Manufacturer narrative:
An event regarding patellar clunk syndrome involving a triathlon insert was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient reports a lot of grinding and clicking. Patient states something feels loose and has a lot of pain. Knee swells.